Event description:
It was reported that a user¿s ilet pump intermittently lost communication with the dexcom g7 continuous glucose monitor (cgm) sensor, resulting in signal loss on the pump; while on the call, glucose values resumed displaying on the ilet, and the user was advised to call back if signal loss continued. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.